Event description:
A discordant, falsely low estradiol result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as it did not match results previously obtained on an alternate instrument with the same sample. The sample was repeated on the alternate instrument, resulting higher. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a kink in the wash tubing and a reagent probe syringe leak-back in tubing. The cse replaced the reagent syringe and primed the system. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely low estradiol result is related to a malfunction of the reagent syringe. The instrument is performing according to specifications. No further evaluation of the device is required.